Manufacturer narrative:
MDR 3003442380-2024-10268 - device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the spain it was reported that, the patient experienced issue with six infusion sets, specifically cannulas were kinked. It was stated that events were occurred on various dates 01-apr-2024, 10-apr-2024, 19-apr-2024, 28-apr-2024, 07-may-2024, 09-may-2024. The symptoms were noticed within 3 hours of insertion. The infusion set was in use for a few hours. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.